Event description:
A user facility reported that an electromechanical ambulatory infusion pump was involved in an under delivery event. When the patient returned to the clinic, the pump had not delivered the entire volume of medication. The user facility could not recall the actual amount of under delivery. The initial reporter indicated that there was no injury associated with the event.